Event description:
In 2000, I was diagnosed as having a narrowing of a canal - I think it was called - in my eyes that might cause glaucoma in the event of severe change in blood pressure. Laser surgery to correct the defect was recommended. Unfortunately, I was unable to keep the follow-up monitoring appointment with the laser surgeon. Since then, and most noticeably, when I became peri-menopausal, I have begun to experience blurring/double vision, and halos. It is more severe when my eyes are strained, especially, after using the computer for a long period. I had attributed the symptoms to deterioration due to age, but today I heard a program on national public radio which described exactly the same symptoms from lasik surgery in a small percentage of pt's. I do not have my records available, but could retrieve more accurate info if it would be helpful. Please let me know.